Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they had their prior ins ( (B)(6) ) replaced in (B)(6) 2022 after having using for 6 years because the ins 'stopped functioning' and they were 'told it was time for a new one.' Pt mentioned the prior ins had to be charged for 12 hours, they couldn't move while recharging, and then charge only lasted a few days. Pt mentioned they had ins for chronic pain, and the new one ( (B)(6) ) works well for them. Agent attempted to collect all sr information, but was unable to due to the nature of the call. Pt disconnected call because they had a doctor appointment.